Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that device was able to cut but it was unable to seal. It is unk if regrasp alarms or end tones were heard. Another ligasure device was opened to complete the procedure. There was no pt injury.